Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. . The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. The adapt tool revealed pump error 23 was found on 02/27/2026 16:59:05.000. Line=684 file=39. Pump error 37 was also found on 02/27/2026 16:20:14.000 through 02/27/2026 20:54:56.000, with several alarms noted. Line=795 file=121. Per software engineering log investigation, pump error 37 was caused by the rewind process taking too long and exceeding the limit in counts. Isolate to electronic assembly motor voltage regulator. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. During testing, no pump error 37 were recorded. No pump error 23 alarm or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. Unit also passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage on the electronic assembly was noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations of pump error 23 were not confirmed when no pump error alarm 23 was noted during testing. Allegations of battery power loss were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. However, allegations of pump error 37 were confirmed when pump error 37 alarms were noted during download history review. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), and a power loss alarm while attempting to rewind the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, including alarm clearing and attempts to rewind, but the issue persisted. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.